Manufacturer narrative:
This event was determined to be supplemental information to manufacturer report number 2916596-2021-00149. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that device malfunction was noted. Disconnection was suspected.